Event description:
During a aneurysm case using an aristotle 24 (a24-200-002) guidewire by radial access the physician noted the catheter kinked and the guidewire got caught and stretched. The physician mentioned the guidewire performing well going into the ica and the guidewire tip was responding as expected up until the guidewire broke. The physician also mentioned they decided to perform the procedure through the arm / shoulder and that it was a tortuous pathway with a sharp turn and was hard to navigate. The physician lost tip control when they witnessed the catheter kinking and the guidewire stretching. The physician pulled everything out and decided to switch access to the groin instead using a new aristotle 24. The procedure was completed without issue.

Manufacturer narrative:
The manufacturing evaluation indicates that lot number: 020197 met the release criteria, no abnormalities were found on the guidewire that would indicate the corewire had slipped out of the dome, or that the break could have been caused by a material or manufacturing defect. As discussed with the doctor, they mentioned that they witnessed a kink on the microcatheter, there was a sharp turn before the guidewire broke and stretched. There is no way to confirm what caused the guidewire to break, due to the conversation with the doctor regarding this complaint, and the images collected during the investigation, they do not indicate that the guidewire break and stretching was due to a design or manufacturing defect. Because the doctor was able to complete the procedure and no patient injury occurred, therefore no update to the risk documentation is necessary.